Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the atrial and right ventricular leads exhibited noise. There were no other electrical anomalies. The physician decided to continue monitoring the patient. Patient remained well and asymptomatic.